Event description:
Constant heavy period bleeding, chronic pain throughout my entire body, migraines daily that I now take prescription medicine for, restless leg syndrome, decrease in energy, weight gain. Everytime I eat it now makes me sick to my stomache.(B)(4).